Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff procedure, the scorpion needle, ar-13991n, cut the suture. The case was completed by using another ar-13991n without any further issue. No patient harm.